Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose of 400 mg/dl. Customer did not have any symptoms. Customer stated there were no issues with the insulin pump and it was working fine. No further information reported. Customer also reported issues with sensor readings. Customer stated the sensor once read she was 200 mg/dl and blood glucose was 400 mg/dl. Customer also stated she was trying to calibrate when her blood glucose was high at 400 mg/dl. Customer was advised, how to properly calibrated the device to get accurate readings. No further information reported.